Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 1999 at a retail vendor. Sought medical attention 23 days later when incision and drainage was performed at the piercing site and antibiotics were given. Sought medical treatment again 20 days later and incision and drainage was performed and antibiotics were prescribed.